Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle broke in two while the surgeon was pulling the thread to stretch it. The surgeon was holding the needle close to the thread. When the needle holder was opened the breakage was realized. Both pieces were found.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual sample shows a broken needle with thread attached. The visual inspection of the swaging area shows marks of instrument which indicates that the needle was handled there. Furthermore the needle appears to be bent up before breakage. The appearance of the breakage indicates that the material was overstressed during use. The remaining part of the needle was not present. The device information for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders".